Event description:
It was reported that this patient experienced a headache and a cerebral spinal fluid (csf) leak. This required a medication adjustment intervention. Floricet was prescribed on (B)(6) 2103 and an epidural blood patch was performed on (B)(6) 2013. Reportedly this was related to surgery/anesthesia and not related to the device or therapy but related to the implant procedure. The issue was reported as resolved without sequelae on (B)(6) 2013. This device system delivered dilaudid and bupivacaine.

Manufacturer narrative:
Product ID 8781, serial# (B)(4) implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).